Event description:
Reported experiencing elevated blood glucose (>200 mg/dl, normally in the 100 mg/dl range). Pt indicated that he does not hear the device's motor running every 3 minutes (time delay between basal deliveries), and believes that pt may not be getting the proper amount of insulin. Pt stated the pt had artery bypass surgery, as well as toe amputated, in dec. 2004, and has been experiencing elevated blood glucose since that time.